Manufacturer narrative:
Follow up #1 date of submission: 25-apr-2019. Additional information was obtained from the the reporter after the initial complaint had been reported. The complaint that contains the additional information has been submitted to FDA on animas pi 1-14818247024 and medwatch report #2531779-2019-02758. Please refer to that report and consider this complaint completed/closed as the additional information replaces this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; a cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.